Event description:
The lesion being treated was at least 90% stenotic. The maverick2 monorail balloon ruptured during predilatation of the lesion for placement of a taxus express2 stent. The pt was asymptomatic during this event.

Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The lesion being treated was located in the right coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of a stent. The maverick2 monorail balloon was removed and replaced with a maverick2 monorail 15/2.0 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.